Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested to check the disconnect sensitivity (dsens) and to do a performance verifications test (pvt).

Event description:
It was reported that the ventilator gave a circuit disconnect alarm while the patient was sleeping. The patient was transferred to another ventilator with no harm. The customer reported to have not duplicated the alleged malfunction. Customer reported that it was probably a patient disconnect alarm and not a circuit disconnect alarm.